Manufacturer narrative:
Pump passed the self-test. Pump received with an intermittently responsive keypad at the up and down button. Pump was cut open to perform visual inspection and found corroded keypad traces at the left button. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file on event date no alarm found on 08-aug-2024. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, pillowing keypad overlay and missing display window/cover. No unexpected ramping during testing. No button alarm found in the history file and intermittently unresponsive up and down keypad button was observed during analysis and confirmed due to corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1715k. Customer troubleshooting was performed and customer pump screen was scrolling without input from user and pump has not been exposed to altitude change. No harm requiring medical intervention was reported. The customer will discontinue the usage of the pump and will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.